Event description:
The balloon ruptured upon inflation, it ruptured circumferentially. A merit inflator was used. It is not known at what atm the balloon ruptured. No negative pt outcome.

Manufacturer narrative:
A comparative catheter of the same size was pulled and tested for rbp and introducer size. The labeled rbp for this catheter is 1.5 atm. The comparative catheter did not burst during testing until 3 atm. It was also tested with a 9fr braun introducer before being inflated. It went through the introducer with no issues. It was then inflated to rbp (1.5 atm), deflated, and removed from the introducer with no incident. It was then put back through the introducer and inflated until it burst at 3 atm. Again it was removed from the introducer with no issues. The comparative catheter was within spec. The physician stated in the report that they did not know what pressure the balloon burst at even though they were using an indeflator. It is possible that this catheter was taken above the labeled rbp.